Event description:
It was reported that the lens was inserted into the patient's eye and then the doctor performed a vitrectomy to remove the lens to decrease the diopter size of the lens during the same procedure. There was no incision enlargement and no adverse effects to the patient reported.

Manufacturer narrative:
(B)(4) - intraocular lens. The returned lens was measured for diopter power, resolution, and astigmatism. The electronic diopter result obtained for the lens received showed that the lens was released within diopter specifications. No issues were detected. All pertinent information available to abbott medical optics has been submitted. Should new information be received that changes the facts and/or conclusion of this report a supplemental report will be submitted.